Event description:
Customer reported that while infusion norepinephrine, the drug leaked out of the pump, near the top of the channel. Programming: norepinephrine 16mg/250ml running at 1mcg/kg/min, which was approximately 150ml/hr. There was no harm to the pt and no medical intervention was required.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.